Event description:
It was reported that during the procedure, after performing pre-dilatation of a 10-millimeter (mm) long moderately calcified, concentric, 100% stenosed, de novo lesion in the 3.0mm diameter mildly tortuous mid left anterior descending coronary artery with a 2.0x15 trek rx balloon dilatation catheter (bdc) without issue, a 2.5x12 nc trek rx bdc was advanced via right femoral access without resistance to the lesion to perform additional pre-dilatation. During the 1st inflation of the 2.5x12 nc trek rx, the balloon ruptured at 12 atmospheres. The 2.5x12 nc trek rx bdc was withdrawn from the anatomy without resistance. Additional pre-dilatation was performed using a 2.5-millimeter non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii; guide cath: heartrail 6fr bl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.